Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an elevated blood glucose (bg) level. The customer reported bg meter registered a "high" reading, however the exact value was not provided. The customer delivered a manual injection to address bg level, and at the time of the call, the customer's bg level was 330 mg/dl. During system check with tandem technical support showed that the pump was performing as intended. However, the customer uses novolog insulin and was unsure how long the vial of insulin had been open. Tandem technical support educated the customer that labeling instructions stated that the vial needs to be used within 28 days after opening. The customer confirmed all the supplies on the pump would be changed, and health care provider would be consulted regarding diabetes management.